Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿wear kinetics of highly cross-linked and conventional polyethylene are similar at medium-term follow-up after primary total hip arthroplasty¿ by constantin mayer, md, et al, published by the journal of arthroplasty (2018), vol. 33, pp. 2671-2676, was reviewed. The aim of this present study was to assess the course and the long-term clinical and radiographic outcomes of thas with ceramic heads (28 and 32 mm) and hclpe inserts over a time course of 3.9-13.8 years. Implanted depuy products: duraloc acetabular cup and locking ring, acetabular screws, marathon polyethylene liner, ceramic femoral head, and s-rom stem and sleeve. All 72 thas in this study were done with depuy components. Results: 3 revisions of unknown products due to infection. 25 cases of heterotopic ossification identified on progressive radiographic studies. 9 cases of osteolysis identified on progressive radiographic studies. Progressive radiographic studies identified an unknown number of marathon liners with polyethylene wear and femoral head penetration. There were no patient consequences or adverse events associated with the polyethylene wear. Captured in this complaint: cup, head, stem, femoral sleeve, locking ring, and screws: surgical intervention, medical device removal, infection, extraskeletal ossification. (3) liner: surgical intervention, medical device removal, infection, extraskeletal ossification, and osteolysis. (3) liner: implant bearing wear, no patient consequences, no adverse events.